Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cs300 intra-aortic balloon pump (iabp) had electrical test fails code 51. No patient was involved.

Manufacturer narrative:
Updated fields: b4, b5, d9, e1, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service technician (fst) performed repair on the unit. Replaced motor control board to resolve the failure and tested the unit and found working satisfactory. Unit handed over to user in working condition.

Event description:
It was reported during routine check that a cs300 intra-aortic balloon pump (iabp) had electrical test fails code 51. No patient was involved.